Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) developed septicemia. The patient was admitted to the hospital and was given intravenous medications which resolved the issue. The cause was unknown. No additional adverse patient effects were reported. The device system remains in service.